Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance was observed during device check. Rechecking the lead during device replacement due to eri was recommended.